Event description:
"No power" noted on the carto stockert system. The catheter was found to be non-operational and it was removed from the case. No harm was done to the patient and the catheter was returned to the manufacturer.